Manufacturer narrative:
Two additional devices of the catalog # t72-6-0708a were also reported with the following lot #: ppm1c04 & ppwv15. Device manufacture date for lot # ppm1c04: 03/14/2007. Device manufacture date for lot # ppwv15: 01/08/2003. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
It was reported that these products did not pass the inspection for (B)(4).